Event description:
Customer reported device has exposed wires.there was no injury reported. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Baxter has contacted the account requesting the device to be returned for inspection. The account declined to return device for inspection. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.